Manufacturer narrative:
Summary of evaluation: the acetabular component can not be evaluated for the reported dislocation as it has been misplaced at howmedica.

Event description:
Dr. Performed a total hip replacement on 5/19/97. The surgeon said the x-rays looked suspicious because the head seemed to protrude excessively from the liner. The pt's hip dislocated a total of three times post-op, and the liner was revised. No problems occurred with the revision liner.